Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the pump found it to be in good physical condition. The customer's reported problem regarding double beeping alarm was able to be duplicated upon power up of device. The downstream sensor was determined to be the root cause and was replaced. This investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.

Event description:
Information was received information was received that a cadd legacy had a double beep and no cassette alarm. No further information was provided.

Event description:
Additional information received: occured during testing, no patient involvement.